Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient developed breast cancer. Two devices with the same lot number (6739731) were received for analysis. During the visual evaluation of both implants, no apparent damage or anomalies were observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 350cc mentor memorygel breast implant experienced right sided breast cancer post procedure. As a result, patient underwent bilateral removal and replacement with a 350cc mentor memorygel left breast implant and a 400cc mentor memorygel right breast implant on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 8/26/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).